Manufacturer narrative:
(B)(4). Date sent: 8/19/2020. Additional information was requested and the following was obtained: how much time was the procedure delayed? About 30 minutes. Did the patient experience any adverse consequences due to this issue? Changing from an endoscopic procedure to an open procedure. Additional questions to affiliate: what is the reason for changing from an endoscopic procedure to an open procedure? The physician was dissatisfied with the use of the device, and considering another device may have the same problem, so he changed to an open procedure. Was the reason to change to open related to the device malfunctioning or was there no additional device available? The account had additional device, but he physician was dissatisfied with the use of the device. Did the hospital have any additional harmonic devices available for use in inventory? Yes. Did the hospital have any other devices that could cut and coagulate during an endoscopic surgery available for use? Yes. What is the serial number of the handpiece used during this procedure? Unknown. What is the batch number of the disposable harmonic device? U9301c. Please explain in detail the assembly technique used to assemble the disposable to the handpiece. Assembly in a vertical orientation. Did they use a removable plastic sleeve over the handpiece prior to the assembly of the disposable to the handpiece? What was the surgical procedure? . Establish an endoscopic approach 2. Deal with mesenteric blood vessels and lymph. 3. Free 4. Resection 5. Anastomosis 6. Flush, drain, close the incision did this device come into contact with the patient? No. Did the alarm "relax pressure on blade" display during the pre-run testing or while the device was being used on tissue? Yes.

Manufacturer narrative:
(B)(4). Batch #: u9301c. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how much time was the procedure delayed? Did the patient experience any adverse consequences due to this issue? What is the reason for changing from an endoscopic procedure to an open procedure? Was the reason to change to open related to the device malfunctioning or was there no additional device available? Did the hospital have any additional harmonic devices available for use in inventory? Did the hospital have any other devices that could cut and coagulate during an endoscopic surgery available for use? What is the serial number of the handpiece used during this procedure? What is the batch number of the disposable harmonic device? Please explain in detail the assembly technique used to assemble the disposable to the handpiece. Did they use a removable plastic sleeve over the handpiece prior to the assembly of the disposable to the handpiece? What was the surgical procedure? Did this device come into contact with the patient? Did the alarm "relax pressure on blade" display during the pre-run testing or while the device was being used on tissue? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the rotation knob did not work normally. Then the physician turned the rotation knob forcibly. The ¿tighten assembly¿ and ¿relax pressure on blade¿ alert screens displayed on the generator. At the same time, there was an electric current sound detected at the link between the instrument and hand piece. The endoscopic surgery was changed to an open surgery. The procedure time was extended. No additional information can be provided.